Event description:
Paramedics were called to assist customer with high blood glucose. Customer was thirsty. The blood glucose reading is over 600 mg/dl. Customer felt as though he was going to pass out. Customer found a bent cannula. The current blood glucose reading is 525 mg/dl. Customer treated with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.